Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. A manual input of disc knobs displayed intuitive motion was being experienced. The instrument was placed on an in-house system. The instrument passed recognition and engagement. The instrument was able to move intuitively with cautery hook tip attached. Instrument passed electrical continuity testing. An additional observation not reported by the customer was that the instrument insulation exhibited damage roughly 3.5 below from the base of the snake wrist. The insulation was found with few gouge marks within the distal area with material removed, the marks were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's (insert damage here) found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the monopolar cautery instrument wheel will not move on the back of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.